Event description:
The customer reported that the system exhibits a pre-charge failure on boot-up. The pts had to be rescheduled. No pt injuries were reported.

Manufacturer narrative:
The ge service rep removed and replaced the b+ batteries. The system now boots properly and performs as intended.